Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the deployment difficulties and the clip opening and twisting after deployment. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior (p2) prolapse and thickened leaflets. Several grasps were performed with the clip at a2/p2 medial with no change in mr. Therefore, the clip was moved to a2/p2 central and the leaflets were able to be grasped and reduce the mr to 1-2. First establishment of final arm angle (efaa) was performed per instructions for use (IFU) without issue. At the next efaa, the clip appeared to open less than 10 degrees. The clip was then attempted to be deployed. After the actuator and gripper lines were retracted, separation was not achieved due to the angulation. This was resolved by adjusting the stabilizer. After successful deployment, the clip appeared to "twist" and mr went back to 3-4. The clip then appeared to have opened to 45-60 degrees. The clip appeared stable under imaging and the decision was made to implant two additional clips. One was placed lateral and one was placed medial to the first implanted clip. The procedure was complete with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The reported clip opening while locked, delayed clip deployment, and clip migration could not be replicated in a test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported clip migration appears to be due to a combination of challenging patient anatomy and procedural conditions. A cause for the reported clip opening while locked could not be determined. The reported difficult clip deployment appears to be due to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6). 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.